Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image found a low quality image. The contents of the image could not be determined. Due to the quality. There is a red colored mark near the top. A visual inspection of the returned device found that it was not in its original packaging. The device has been deployed and the anchor is fractured. The distal end of the inserter is bent. There is debris on the anchor, shaft, and handle of the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during cruciate ligament reconstruction, the head of the footprint ultra pk suture anchor fractured outside of the patient. Procedure was resumed, after a non-significant delay (less or equal to 30min), with a back-up device. Patient was not harmed as consequence of this problem.